Event description:
It was reported that the pt was sent home, two hrs after implantation of the implantable neurostimulator, to turn the device on. The pt was not able to adjust the stimulation with the programmer. The "call your doctor" icon was displayed on the programmer. A power on reset (por) condition was encountered as well as a message that denoted poor communication. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l becomes available.

Manufacturer narrative:
(B)(4).